Manufacturer narrative:
Investigation: visual inspection: no significant deformations or damage of the valves were detected during the visual inspection. Permeability test: a permeability test has indicated that the progav 2.0 valve has a blockage and the shuntassistant 2.0 is permeable. Adjustment test: the progav 2.0 was tested and is not adjustable throughout the normal range. Braking force and brake function test: the brake functionality test has shown that the brake function is operational, however the braking force cannot be measured due to the non-adjustability of the valve. (See section adjustment test). Computer controlled test: to investigate the clinical claim of overdrainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. Because the progav 2.0 valve is not permeable, a computer controlled test was not possible. The shuntassistant 2.0 operates within the accepted tolerance. Results: it should be noted that the shunt system was received dry (i.e. Not submersed in liquid as recommended). The investigation of dry items is not significant due to the affect dry deposits of liquor and blood can have on product performance. In spite of this, we have investigated the system to the best of our abilities. First, we performed a visual inspection of the progav 2.0 shunt system. No significant deformations or damage of the valves were detected during the visual inspection. Next, we tested the permeability, adjustability, and opening pressure of the valve, as well as the brake functionality and brake force. The progav 2.0 valve was neither permeable nor adjustable. Furthermore, while the brake functionality was present, the braking force was unable to be measured due to the inability of the valve to hold a set pressure. The shuntassistant 2.0 meet all specifications. Finally, we have dismantled the valves. Inside the progav 2.0 we have found slight build-up of substances (likely protein). Inside the shuntassistant 2.0 we have found no deposits. Based on our investigation, we are unable to substantiate the clinical claim of over-drainage. At the time of our investigation, the progav 2.0 valves show a blockage and the shuntassistant 2.0 was operating within the specified tolerances. However, this is not meaningful due to the dry condition. It is possible that the deposits observed inside the valve could have caused the malfunction in the past. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
Investigation completed.

Manufacturer narrative:
Investigation on- going. Additional information /investigation results will be provided in a supplemental report.

Event description:
The surgeon reported that over the course of the year, the patient experienced both hyper- and hypofunction symptoms. Ventricular width not correlated with setting. The shunt system was replaced. Patient informations: age: (B)(6). Height: 178 cm. Weight: (B)(6). Gender: unknown. Date of implantation: (B)(6) 2019. Date of removal: (B)(6) 2020.